Event description:
The following has been reported to hamilton medical ag on (B)(6) 2024. Technical state failed during boot up for preop tests. The life flight group does not have any t1s left since both are now down. The second one in covered in (B)(4). Device failed at start-up and alarmed for 'technical state failed'. Incomplete start-up cannot be evidenced from events log, however, error log shows eeprom read failure multiple times just before reported time of failure on date of event. Biomed could not duplicate the error and the ventilator was not connected to the onbaord power according to the flight crew. The logs, however, show that the ventilator was connect to ac power for the boot up just before 23:00 on (B)(6) 2024. There is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party. As per preliminary analysis, root cause could be related to the eeprom of one or more components couldn't be read via smbus. Smbus2: qvent sensor, pressure sensor board, option board, driver board (battery management). Smbus3: qo2, front panel board, control board (power management), driver board (eeprom). Possible cause: short circuit between gnd and data clock of sm bus (damaged ffc cable or connector / contact problem) defective electronic component in: -control board -driver board -pressure sensor board -front panel board -option board -esm board. In case the technical state cannot be read out from the eeprom of a component, the unit will fail in self-test and alarm with "technical state failed". Other technical faults will appear as after effect. The hw version will display the part* which causes the problem, highlighted in red. If the communication bus to the eeprom is interrupted, the first part of the communication will bed is displayed. This part is not absolutely the problem causing part. Check the cable connection and replace the defective component if necessary. The clean-up button also appears but has no function in this case.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information:  **UDI related data quality updates only**  field d4 was updated with full UDI information.   Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following has been reported to hamilton medical ag on february 14th 2024 technical state failed during boot up for preop tests. The life flight group does not have any t1s left since both are now down. The second one in covered in (B)(4). Device failed at start-up and alarmed for 'technical state failed'. Incomplete start-up cannot be evidenced from events log, however, error log shows eeprom read failure multiple times just before reported time of failure on date of event. Biomed could not duplicate the error and the ventilator was not connected to the onbaord power according to the flight crew. The logs, however, show that the ventilator was connect to ac power for the boot up just before 23:00 on 02.12.2024. There is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party. As per preliminary analysis, root cause could be related to the eeprom of one or more components couldn't be read via smbus. Smbus2: qvent sensor, pressure sensor board, option board, driver board (battery management). Smbus3: qo2, front panel board, control board (power management), driver board (eeprom). Possible cause: short circuit between gnd and data clock of sm bus (damaged ffc cable or connector / contact problem). Defective electronic component in: control board, driver board, pressure sensor board, front panel board, option board, esm board. In case the technical state cannot be read out from the eeprom of a component, the unit will fail in self-test and alarm with "technical state failed". Other technical faults will appear as after effect. The hw version will display the part* which causes the problem, highlighted in red. If the communication bus to the eeprom is interrupted, the first part of the communication will bed is displayed. This part is not absolutely the problem causing part. Check the cable connection and replace the defective component if necessary. The clean-up button also appears but has no function in this case.